Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/30/2023, it was reported by a sales representative via (B)(4) that (2) ar-6480 dualwave pumps have been constantly spinning and creating increased pressure in the joint space. This occurred during a case where the patient's shoulder became swollen. The device was switched out and the problem was resolved. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. The reported failures could not be reproduced. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. The returned device was visually inspected, and signs of wear and tear were present. The warranty seal was not damaged. The returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 45 minutes, no issues were observed. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. This is the expected result. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2013. No problem found.